Event description:
It was reported that the nurse (on the set flow rates screen) changed the continous flow rate on the syringe pump from 0.5 cc/hr to 1.1 cc/hr. However, on the status screen, the previous flow rate of 0.5 cc/hr was still displayed. There was no pt harm as a consequence of the reported event.

Manufacturer narrative:
The data files relating to the reported event were made available for further investigation. It can be confirmed that the continous syringe flow rate was 0.5 cc/hr during the early morning in 2008. The continous flow rate was later during the morning successfully changed from 0.5 cc/hr to 1.1 cc/hr. The MFR has identified causes of flow rate discrepancies and has developed a software version to address this issue. 510(k) application has been approved and all prismaflex devices will be upgraded with this new software version. Additionally, gambro voluntary issued a medical device advisory notice for the prismaflex continuous renal replacement sys on 02/15/07 which provides instructions to the user on how to clear flow rate discrepancies without interrupting treatment.